Event description:
Olympus medical systems corp (omsc) was informed that, during a colectomy, the subject device was used. After about 1 hour and 50 minutes of use, unspecified error occurred and the ptfe pad of the device was separated. The procedure was completed with another thunderbeat. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the distal end of the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was worn and partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.